Manufacturer narrative:
The hospital indicated that the instrument would not be returned for evaluation. An intuitive surgical representative was able to obtain a photograph of the affected instrument, which was then evaluated by engineering. Per the photograph, engineering observed that the carbide insert had detached from one of the instrument grips. Since the instrument was not returned for evaluation, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or additional information is received.

Event description:
On (B)(6) 2011, a copy of medwatch uf/importer report (B)(4) was received from (B)(6) hospital with the following information: during robotic hysterectomy, guard on tip of davinci mega needle driver fell off inside patient. Guard was able to be retrieved.